Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Stern, l., et al (2017). Radiographic review of helical blade vs lag screw fixation for cephalomedullary nailing of low energy pertrochanteric femur fractures: there is a different in cutout. Journal of orthopaedic trauma. USA. This is for unknown tfn lag screw/unknown quantity/unknown lot. Additional device product code is hsb. (UDI): unknown part number, UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: stern, l., et al (2017). Radiographic review of helical blade vs lag screw fixation for cephalomedullary nailing of low energy pertrochanteric femur fractures: there is a different in cutout. Journal of orthopaedic trauma. USA. The objective of the retrospective review was to compare the rate of cutout of helical blades and lag screws in low energy peritrochanteric femur fractures treated with cephalomedullary nail (cmn) between january 1, 2007 to september 30, 2014. This study included 362 patients with an average age of 83 years old and 76.8% were female. Patients were treated with either competitor¿s cmn and lag screw (118 patients), synthes trochanteric fixation nail (tfn) nail and lag screw (151 patients), or synthes tfn nail and helical blade (93 patients). All patients had at least three months of clinical and radiographic follow, with an average follow up of 11 months and a range of 3-88 months follow up. Cut out was defined as protrusion of the blade or screw past the subchondral bone on either the anterior posterior (ap) or lateral projection. The following complications were reported: implant cut out occurred in 3 patients with synthes tfn nail and lag screw and 5 patients with competitor¿s cmn and lag screw. The 1/8 patient was asymptomatic. Article did not specify what the asymptomatic patient was implanted with. Some patients were excluded from this study because they did not have at least 3 month follow up. It is possible they experienced cut out. Article did not specify what the patients were implanted with. This is report 3 of 6 for (B)(4). This report is for tfn lag screw.